Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the tip of the device inadvertently got caught in between the stent struts resulting in the reported difficult to remove. Attempts to remove the compromised device resulted in the reported tip material separation, the reported stent migration and the reported entrapment of device. As reported, the patient was sent to surgery to remove the delivery catheter. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure performed was to treat a right popliteal artery. An unknown supera peripheral stent system was advanced to the lesion and the stent was deployed. During removal of the supera peripheral stent system, the tip of the delivery catheter caught in between the stent struts and could not be removed. The stent was inadvertently pulled partially into the proximal superficial femoral artery and partially back into the sheath. The patient was sent to surgery to remove the delivery catheter. No additional information was provided.